Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d4 & h4.

Event description:
No additional information received from customer.

Event description:
It was reported that during an unspecified therapeutic procedure, when ligating, it was tightened too much and cut out the mucous membrane. Bleeding was stopped using hemostatic forceps and "pure stud", interpreted to be purastat. The procedure was completed using a backup device. There were no further reports of patient harm. The patient has been discharged from the hospital.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. The loop was not returned. There were no abnormalities such as buckling in the insertion section. The slider worked smoothly. The hooks were not deformed or bent. In addition, the device evaluation found that no other abnormalities that could lead to the reported phenomenon were presented. A root cause could not be identified. Based on the investigation, it was possible that when the ligation was performed, the polyp was tied too tightly and cut off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.